Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on: (B)(6) 2004: patient presented with c4-5 and c5-6 disk herniation, spondylosis. Procedure: c4-5, c5-6 anterior cervical interbody fusion. C4-5, c5-6 anterior cervical plating using plating system. Bone grafting using corticocancellous bone graft at c4-5 and c5-6. Per-op notes: the appropriate size corticocancellous graft was soaked in bacitracin and tamped into place. A second bone graft was tamped into place after soaking appropriately. A small amount of dbx was used to fill a small void at the c4-5 level. No complications were reported. (B)(6) 2012: patient presented for an office visit. (B)(6) 2013: patient presented with pain in epigastrium, dysmotility-like dyspepsia. Patient alleges unspecified injury due to the use of rhbmp-2